Manufacturer narrative:
D6: device returned with no lot identification. Product complaint analysis team has completed its investigation of device which was returned. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, conforming; desufflation lever condition, conforming; inner gasket condition, conforming; latch condition, conforming; obturator condition, conforming; outer gasket condition, conforming; reset button condition, conforming; stopcock condition, conforming and trocar condition, conforming. Functional tests & results: does safety shiled retract, nonconforming; flapper door functional, conforming and lockout functional, conforming. Analysis conclusion: based upon inquiry info received, visual examination and functional test, it was concluded that reported "red arming button on 355ld would not arm/lock into position" occurred due to intermittent arming of device. Obturator handle weld was measured and found to be skewed which can cause instrument to arm intermittently. Obturator handle is welded during assembly process.

Event description:
It was reported the device was used during a diagnostic laparoscopy. It was reported the red arming button on the 355ld would not arm/lock into position. The procedure was completed by using another 355ld. There was no consequence to the pt.